Event description:
It was reported that during a procedure the housing fractured. The procedure was completed successfully with a backup device. There were no reported adverse consequences, medical intervention or significant delays.